Event description:
It was reported the device failed the therapy test. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.